Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection identified damaged conductor wire insulation. No missing material and no sign of thermal damage was noted. Additionally, further inspection of the instrument found a frayed grip cable at the distal end. The frayed cable strands were sticking out at the instrument wrist. The instrument was tested and passed electrical continuity. A review of the site's complaint history does not show any additional complaints related to this product and/or this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was submitted to isi for evaluation. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n14191111 / sequence 0065 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2020 on system (B)(4). The alleged event occurred on the 9th use of the instrument. The instrument has 1 remaining usable lives with no subsequent use recorded. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that during a da vinci-assisted low anterior resection procedure, the user noted physical damage on the fenestrated bipolar forceps instrument conductor wire insulation. The instrument was replaced to the backup, there was no report related to any unintended energy discharge to the patient. No other information was provided. The user continued the procedure with no further issue reported. This complaint is being reported due to the following conclusion: damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. Although there was no arcing was reported, and there was no patient injury reported, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the user noted physical damage on the fenestrated bipolar forceps instrument's conductor wire insulation. The instrument was replaced to the backup. There was no report related to any unintended energy discharge to the patient. No other information was provided. The user continued the procedure with no further issue reported. No known impact or patient consequence was reported.